Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke during advancement. Another maverick balloon catheter was used to successfully complete the procedure. No pt injuries or complications occurred.